Event description:
The patient reported the coil hurts, like a shocking sensation, when they press on it. The patient does not like the wearable and they are not really using the device anymore. The patient is using kailo over the receiver site which works better controlling their pain. Patient and product information is not available as the commercial team member is no longer with the company.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date has been ruled out. Potential causes of unintended stimulation include: programming parameters, migration, interference from a non-curonix device, the patient having contraindicating conditions, off-label use, and severe force applied to the implant (patient fall, accident). The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.